Event description:
It was reported that following an impedance check the physician suspected a dysfunction. An x-ray confirmed a broken lead, which was removed and replaced. There was no patient injury and the patient outcome was "good."

Manufacturer narrative:
(B)(4).